Event description:
It was reported that the customer's pump was "not working". There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.